Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that inappropriate defibrillation therapy was delivered for supraventricular tachycardia resulting in true ventricular tachycardia (vt). The device was unable to convert the true vt with appropriate defibrillation therapy. The vt was resolved by external defibrillation. Abbott technical support recommended reprogramming to resolve the event, however, no reprogramming has been performed at this time. The patient was in stable condition and will continue to be monitored.